Manufacturer narrative:
No physical sample was returned for evaluation; however, in the photo received a mark was seen on the drainage tubing. The reported event was confirmed as cause unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the tubing of the drain bag was kinked. The complainant alleged that the kink caused the patient to retain urine, as the patient was unable to void. Allegedly the patient's bladder was scanned and 400cc of urine remained. It was alleged that once the tubing was manipulated, 425cc of urine drained from the patient. No medical intervention was required. No patient injury reported.

Event description:
It was reported that the tubing of the drain bag was kinked. The complainant alleged that the kink caused the patient to retain urine, as the patient was unable to void. Allegedly the patient's bladder was scanned and 400cc of urine remained. It was alleged that once the tubing was manipulated, 425cc of urine drained from the patient. No medical intervention was required. No patient injury reported.

Manufacturer narrative:
Received 1 opened surestep foley tray system with the original packaging. The sample returned was visually inspected. It was noted that there was a mark on the tube; however it was not bent or kinked. The sample was submitted to the test method drainage test for customer complaints catheters/drainage bags by passing water through an in house 18fr. Catheter. No drainage problems were observed; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 32 seconds maximum. The results were the following: time to drain 250cc: 26 sec. The sample received reached the intended drainage indicated in less than 32 seconds. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfection or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the drain bag was kinked. The complainant alleged that the kink caused the patient to retain urine, as the patient was unable to void. Allegedly the patient's bladder was scanned and 400cc of urine remained. It was alleged that once the tubing was manipulated, 425cc of urine drained from the patient. No medical intervention was required. No patient injury reported.